Event description:
Adverse event (ae): neurological deficit, bradycardia. Time of ae: post procedure. Device issue: none. It was reported via trial that 1 day post stent implantation in the left internal carotid artery, the patient experienced mild right hand numbness. The numbness resolved within a few days. The patient also experienced bradycardia that persisted longer than 48 hours and concomitant medication, metoprolol, was adjusted. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Neurological event and bradycardia may occur during this type of procedure and is listed in the instructions for use. Neurological event and bradycardia are known potential adverse events associated with the use of the product. Based on the available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. All catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.